Event description:
It was reported that during a gastric bypass procedure, the device fully cut, but did not staple. The case has not been completed, the surgeon is hand-sewing to complete. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: no additional information to add. Case completed without further complications. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The analysis found that one device was returned in good visual condition and with an reload loaded in the device. The reload received partially fired, with the cartridge body, drivers and one piece sled damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.